Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: lot number.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Updated. The reported event could not be confirmed based on limited information received. Review of the device history record found no discrepancies related to the reported event review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device stopped working and then started and stalled again. Another device was used to complete the procedure without patient consequences.